Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the beginning of robotic laparoscopic prostatectomy, the balloon would not inflate on the first three trocars that were opened for the case. A fourth trocar was opened and it worked to complete the case. There was no patient injury.